Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5 tricuspid regurgitation (tr), and a pre-existing chordal rupture for a triclip procedure. During the procedure, a triclip was successfully placed on the septal/anterior (s/a) leaflet. A second triclip was attempted to be placed on the flailed leaflet, grasping was challenges. During grasping attempts, the clip became entangled with the chordae under the septal leaflet. Troubleshooting was performed. The clip was able to be removed successfully, but a new ruptured chordae was visualized. The clip was then implanted on the septal-posterior (s/p) leaflet. After deployment the clip, was mobile on the septal leaflet and the clip was visualized to be partially detached from the septal leaflet. The procedure was discontinued; the final tr was grade 4+. There were no clinically significant delays reported.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.